Manufacturer narrative:
Analysis: the device in question was evaluated to determine the cause of the complaint. On removal from the package it was noted that the catheter manifold had become separated from the main catheter. The catheter shaft had necked down and was broken inside the inflation manifold where the adhesive bond starts. The adhesive bond was still fully intact. The balloon was in the deflated state and had a large curve to it. Possibly from the angulation into the superior mesenteric artery as the take-off angle to the vessel is very tight. The sheath used in the case was not returned. To ensure the balloon was not compromised an adapter was placed over the separated catheter shaft that allows the balloon to be inflated. The balloon was able to be pressurized without any leaks up to the nominal inflation pressure of 8atm. A full review of the catheter lot history records was performed. This is an overview of the quality and performance criteria that every lot of advanta v12 covered stent delivery systems is tested to. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr). Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). This lot of catheters passed all quality and performance criteria without any non-conformances related to the complaint. A review of the catheter shaft performance data from the device history record indicates that the minimum tensile force value seen was 40.6 newtons (n). The requirement for this test is a minimum of 15 n must be achieved. This minimum test results were well above this requirement. Conclusion: based on the details of the complaint and the results of the device history records review the advanta v12 covered stent performed properly.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
V12 balloon deflated entirely in the sma 9 x 32 x 80 and when walking the stent catheter off the wire the hub came off the catheter. Force was required to bring the balloon back in to the sheath even though completely deflated.